Manufacturer narrative:
E1: patient city: (B)(6). Patient country: bahrain.

Event description:
Reference number (B)(4). Event occurred in bahrain. On 17-sep-2024, it was reported that the patient faced infusion set occlusion in tubing. No further information available.